Event description:
It was reported the pt was receiving inadequate coverage. X-rays were taken and no anomalies were revealed. An impedance check revealed normal impedance. On (B)(6) 2012, the pt's lead was repositioned. Repositioning the lead and reprogramming attempts post-op did not resolve the issue. The pt is scheduled to meet with an sjm rep again for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.